Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device battery depleted prematurely and demonstrated long charge times. The caller was questioning this behavior. The device was removed, replaced, and sent back for analysis. No patient complications have been reported as a result of this event.